Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator and x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3112, with lot ckdcn3, conformed to the specifications when released to stock on the 15th april 2009. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stator dislodged.